Event description:
It was reported by the rep that when the device was used during a laparoscopically assisted vaginal hysterectomy procedure, staple line bleeding occurred. The patient was readmitted for a reoperation. The case was completed with another product and the patient had an extended hospital stay of two days.